Event description:
Unable to obtain wedge following swan-ganz insertion. Chest x-ray indicated that swan ganz had coiled in right atrium. Resistance felt during attempt to remove. Sutures cut so cordis could be manipulated to assist with removal. Cordis and swan-ganz pulled simultaneously. Once removed, it was noted that approximately 5cm of the swan ganz tip was missing.